Manufacturer narrative:
The failure investigation could not be completed as the cartridge was not returned.

Event description:
It was reported that a cartridge was leaking. There was no adverse impact to the customer's blood glucose level. Reportedly, a new cartridge was loaded successfully to resolve the issue.